Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a revaclear 400 dialyzer, an external blood leak was observed ¿through the upper orifice of dialyzer where the luer lock connection is made to the arterial line¿. It was reported ¿the connection loosens¿ over the course of the therapy, which lead to a blood loss (volume not reported). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.